Manufacturer narrative:
Physio-control provided the customer with technical assistance.  The customer was able to confirm through their own troubleshooting that the cause of the reported issue was the third party usb data cable which was plugged into their device.   The customer then removed the third party usb data cable and installed a new one from their existing inventory. Proper device operation was then observed and the unit was placed back into service for use.  No further issues have been observed by the customer since the cable was replaced.  Neither the device nor the third party usb data cable were returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4).   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will intermittently power off by itself. Additionally, when the user attempts to restore power, the device will intermittently not power on when prompted. There was no patient use associated with the reported event.